Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. The device was not returned for evaluation; the root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 104 alarm occurred on a homechoice (hc) machine after use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) could not clear the alarm. The technical service representative (tsr) assisted the hp in clearing the alarm. During follow up with the registered nurse, a swap of the hc was arranged. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.